Event description:
It was reported that shaft break occurred. The patient presented with in-stent restenosis (isr) in a moderately calcified target lesion. A 2.75 x 20 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). During insertion, the agent shaft broken into two pieces inside of guide catheter. The distal portion of the balloon and shaft was successfully retrieved along with the guide catheter and subsequently removed from it. The procedure successfully completed with another dcb, and there was no patient complication reported.

Manufacturer narrative:
Device evaluated by manufacturer: the 2.75 x 20mm agent dcb device was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination of the hypotube shaft identified a break at 65.5cm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the polymer extrusion identified a second break at 27cm from the distal tip. Microscopic analysis revealed that the stent profile showed no signs of damage, stretching, or lifting of the stent struts. The balloon material was reviewed and found to be intact, with no issues noted; its wings were tightly wrapped, evenly folded, and had not been subjected to positive pressure. Bumper tip showed signs of damage. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The patient presented with in-stent restenosis (isr) in a moderately calcified target lesion. A 2.75 x 20 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). During insertion, the agent shaft broken into two pieces inside of guide catheter. The distal portion of the balloon and shaft was successfully retrieved along with the guide catheter and subsequently removed from it. The procedure successfully completed with another dcb, and there was no patient complication reported.